Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm (cartridge alarm 19) occurred. Reportedly, the customer had not tried to load a cartridge onto the pump. There was no patient involvement as the pump was not being used on the customer at the time of the event. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.